Event description:
The reporter stated that the luer disconnected from the tubing on the arterial line. There was no patient injury or treatment was reported as a result of this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual inspection of the returned sample confirmed the tube was detached from the male luer lock. No root cause could be determined. The ID and od were within specification. There was evidence of solvent attack on the surface of the tubing and the tube had been fully inserted into the male luer lock. There were no manufacturing issues observed. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the fourth reported separation issue for this subassembly in the last 24 months. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No additional action necessary at this time. Smiths considers this MDR closed with this report.